Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacture for evaluation, and the reported condition of the device overheating was duplicated. Based on investigation details, the likely cause was corroded bearings, which were replaced along with the nose cone, bearing stop, bur shield, and other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.